Event description:
It was reported that the user experienced hyperglycemia with a highest documented blood glucose of 270 mg/dl, without device alarms or delivery stoppage, while using an infusion set (6 mm, 23 in); troubleshooting included guided infusion set replacement and data synchronization, and the user later reported continued elevated glucose around 262 mg/dl while hospitalized for an unrelated hip replacement and intermittently using insulin pens. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included no need for external assistance and no medical intervention for the glucose event, with hospitalization unrelated to diabetes. Investigation included review of device logs and user-reported performance, along with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or occlusion, and the event was consistent with hyperglycemia of unclear cause possibly addressed by site change and continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.